Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision asr xl left. Reason for revision: component loosening (stem) / pain.

Manufacturer narrative:
Asr revision, asr xl, left, reason for revision: component loosening (head) / pain update, alert date (B)(6): correction made to component loosening - changed from head to stem as per recoding request email attached. Amended complaint category for head and stem. Reopened and reassigned adi as this now falls out of the CAPA. Also requested xrays and demographics for further investigation. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.